Event description:
A trilogy 202 ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the third-party service center, a error code was found in the ventilator's downloaded error log (communication between host and obm was lost) (internal battery low state of health). The device's internal battery and pca interface were replaced to address the issue. The device passed all testing.